Event description:
A report was received that the patient's pocket site was not healing as expected. The physician did not suspect any infection. The physician opened up the pocket, cleaned it and then re-sutured it closed. The physician thinks the pocket didn't heal properly due to stress/physical force at the pocket site. The patient is reportedly doing well.